Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted to close a large laa, however after implant, there was still a gap of over 5mm. An 8mm non-boston scientific plug was implanted to seal the gap. No leak was noted after placement. No patient complications were reported.